Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to pt injury. Device issue: loose stent. It was reported that there was a hard time removing the stent delivery system (sds) from the hoop ring protective cover. It was thought that the stent had moved because the stent was not secure. Another of the same device was used. There were no pt effects. No additional info is available. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4).